Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) and then end of service (eos) after an excessive charge time out. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.